Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the driving cap/threaded (part # 03.010.523 & lot # 9645724) was received at us cq. Upon visual inspection it was noticed that the threaded distal tip is broken off at the most proximal end. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Document/specification review: the relevant drawing is reflecting the manufactured and current revision, was reviewed. During the investigation no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 & lot # 9645724) as the threaded distal tip was broken off at the most proximal thread part. While no definitive root cause could be determined, it is possible the device encountered unintended forces when used. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie-1565883 has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie-1565883. Sustaining engineering ticket # 345154 as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 03.010.523, lot # 9645724, manufacturing site: bettlach, release to warehouse date: feb. 18, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail advanced (tfna) hip fixation on (B)(6) 2020, the threaded driving cap was broken while driving the nail. The broken piece was successfully retrieved. Procedure was completed successfully with no delay. There was no patient consequence. Concomitant devices: nail (part: unknown, lot: unknown, quantity: 1), insertion handle (part: unknown, lot: unknown, quantity: 1), hammer (part: unknown, lot: unknown, quantity: 1). This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).